Event description:
It was reported that the user experienced hyperglycemia while starting on the ilet pump and sought assistance with an infusion set and cartridge change; an agent guided the user through removing the old set, performing a rewind, discarding the old set and connector, inserting a new cartridge, connecting and securing new tubing and infusion set, filling tubing, applying the new infusion set, and filling the cannula. Symptoms included elevated blood glucose at 195 mg/dl. Outcomes included no alerts or alarms and successful completion of troubleshooting and education. Investigation included remote troubleshooting and user education focused on infusion set and cartridge replacement. Investigation of this case revealed no device malfunction and that the event was associated with initial pump use while the system was learning, with the infusion set and cartridge change performed to address potential delivery concerns. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.